Event description:
A customer reported to beckman coulter, inc. (Bec) that the immage 800 immunochemistry system leaked a clear and odorless fluid from the sample drain under the probe. The fluid dripped onto the floor. The customer was wearing gloves and eye protection when the leak was discovered. There was no report of injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an emergency chemical spill plan in place. No erroneous patient results were generated. Bec field service engineer (fse) observed a sample probe wash station overflow. The fse replaced both wash station waste filters and the cuvette wash station waste filter. Service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).